Event description:
It was reported that the zimmer skin graft mesher carrier was bent over backwards. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 11/15/2008 and was last repaired on 03/08/2013 for a non-related issue. Eval of the device observed the comb was deformed and bent through the back of the mesher. The customer did not return a ratchet or any cutters for eval. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. Repair of this device included replacement of the comb, roller, roller gear, both side plates and lower gear guard. Although the customer's reported event was "carrier was bent over backwards," they were most likely referring to the comb being bent over backwards. Therefore, the customer's reported event was confirmed. Improper handling by the customer most likely caused the damage to the comb, which most likely caused the reported event. The device was serviced and returned to the customer.